Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The reported phenomenon was not reproduced. There was a defect in the locking mechanism of the video connector socket. The internal battery was exhausted. Olympus medical systems corp. (Omsc) reviewed device history record (DHR) and confirmed that there was a rework for image abnormality. This issue was fixed before shipping and omsc determined that this rework was not related to the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. However, omsc surmied that the reported phenomenon could occur due to wear and tear on the power unit due to long-term use as the device had been passed for nine and half years since manufactured. If additional information becomes available, this report will be supplemented.

Event description:
An olympus representative reported that there was a clicking noise and the endoscopic image disappeared intermittently. This device is an olympus asset and there was no report of patient injury associated with the event.